Manufacturer narrative:
Investigation: a sample was received at the (B)(4) manufacturing plant. A quality engineer performed a visual inspection of the syringe and confirmed that the barrel flange was damaged thus confirming the reported failure mode. A possible root cause for this event is the plunger rod labeler equipment damaged the flange during production. The equipment was inspected and any necessary adjustments were made. A device history review was completed and there were no documented issues found during the production of this batch. DHR/bhr review there was no documentation of issues for the complaint of batch 7139551 during this production run. Investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Update mar 06, 2018. A sample was received. It has no packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap, and the saline solution. The barrel label confirms the lot#7139551. The barrel flange is damaged. Product within specification? Yes /no. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Potential root cause could be that this barrel flange damaged was caused at the plunger rod labeler equipment. Adjustments of the equipment have been verified specifically the infeed scroll and the reject stations. CAPA not required for this event.

Event description:
It was reported that the flange of a bd posiflush¿ normal saline syringe was damaged. There was no report of exposure, injury or medical intervention.